Manufacturer narrative:
Device evaluated by manufacturer: an examination of the device identified that the balloon had been partially inflated resulting in partial deployment of the proximal and distal ends of the stent. No other damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation of a coronary stenting treatment procedure, a stent damage was noted. The express ld vascular 8.0 mm x 30 mm x 75 cm stent was selected to treat the lesion. However, after unpacking, one cell of the stent strut was found to be enlarged. The device was then exchanged with another of the same device and the procedure was completed. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation of a coronary stenting treatment procedure, a stent damage was noted. The express¿ ld vascular 8.0mm x 30mm x 75cm stent was selected to treat the lesion. However, after unpacking, one cell of the stent strut was found to be enlarged. The device was then exchanged with another of the same device and the procedure was completed. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.